Event description:
The customer reported the unit is due for calibration, the memory card is full, and they are missing the front plastic panel. There was no reported adverse patient impact.

Manufacturer narrative:
.